Event description:
Same case as MDR ID 2134265-2013-09337, MDR ID 2134265-2013-09665. . It was reported that the burr appeared burnt. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified proximal end of the left anterior descending artery. A 1.25mm and a 1.50mm rotalink plus were selected for a percutaneous coronary intervention procedure. After an unspecified guide wire crossed the lesion, the physician tried to advance several non bsc balloon catheters, but these catheters could not cross the lesion. Finally the physician advanced a rotawire and used the 1.25mm rotalink plus. Ablation was performed with a rotational speeds up to 220,000 rpm; however, it was noticed that rpm did not go down and the rotalink was not able to cross the lesion. Several attempts were made to ablate the lesion but was not successful. The 1.25mm rotalink plus was removed from the patient. Upon removal, it was noticed that the tip of the rota burr had become black and seemed to be burnt. The diamond coating of the burr appeared damaged. A 1.5mm rotalink was then advanced and again, the rotational speed did not go down; the burr could not cross the lesion and became black. The procedure was not completed as the same device was not available. There were no patient complications reported and the patients condition is good.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. A connect/disconnect test and tug test were carried out. No issues were noted with the unit¿s handshake connector during the connection of the device. A test rotawire was inserted in the device without any issues. The rotablator unit was wet tested. No speed was obtained. The advancer unit was dismantled and a corroded turbine was evident. The burr was microscopically examined. The annulus of the burr and the distal burr was found to be within specification. A scratch test was performed to confirm if the returned burrs cutting action was acceptable. The diamond plated area of the burr was scratched along the side of a single edge blade. When the side of the blade was visually examined, a scratch mark from where the burr came into contact with the side of the blade was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-09337 MDR ID 2134265-2013-09665. It was reported that the burr appeared burnt. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified proximal end of the left anterior descending artery. A 1.25mm and a 1.50mm rotalink plus were selected for a percutaneous coronary intervention procedure. After an unspecified guide wire crossed the lesion, the physician tried to advance several non bsc balloon catheters, but these catheters could not cross the lesion. Finally the physician advanced a rotawire and used the 1.25mm rotalink plus. Ablation was performed with a rotational speeds up to 220,000 rpm; however, it was noticed that rpm did not go down and the rotalink was not able to cross the lesion. Several attempts were made to ablate the lesion but was not successful. The 1.25mm rotalink plus was removed from the patient. Upon removal, it was noticed that the tip of the rota burr had become black and seemed to be burnt. The diamond coating of the burr appeared damaged. A 1.5mm rotalink was then advanced and again, the rotational speed did not go down; the burr could not cross the lesion and became black. The procedure was not completed as the same device was not available. There were no patient complications reported and the patients condition is good.